Event description:
It was reported that during a procedure the fiber was used for 3 minutes, 43 seconds with 19,941 joules of energy before the physician noticed the fiber was firing unusually. After that, it was visually confirmed that the fiber was broken. A new fiber was opened to complete the procedure. There was no patient complication.

Event description:
It was reported that during a procedure the fiber was used for 3 minutes, 43 seconds with 19,941 joules of energy before the physician noticed the fiber was firing unusually. After that, it was visually confirmed that the fiber was broken. A new fiber was opened to complete the procedure. There was no patient complication.

Manufacturer narrative:
Correction to field d4: unique identifier (UDI) # upon receipt at our quality assurance laboratory, this fiber was thoroughly analyzed. Visual unaided inspection of the fiber did not identify any defects or malfunctions, and the fiber card was not returned for analysis. On the other hand, the microscope inspection identified that the red reference octagon on the fiber tip was no longer aligned with the output window, which can occur due to over torquing the fiber during use confirming the reported event. The device history record (DHR) indicated that there were no manufacturing issues that could have contributed to the reported event. According to the device instructions for use (IFU) it states, insert the fiber into the endoscope/cystoscope until the distal end of the fiber is visualized. A blue triangle and a red octagon are located on fiber to provide an extension reference. As IFU cautions, do not fire the laser when the red octagon is visible as this may result in damage to the cystoscope or unintended tissue. Based on the information available was assigned a cause of unintended use error caused or contributed to the event, where the interaction between the user and device, or sample, caused or contributed to the error.

Event description:
It was reported that during a procedure the fiber was used for 3 minutes, 43 seconds with 19,941 joules of energy before the physician noticed the fiber was firing unusually. After that, it was visually confirmed that the fiber was broken. A new fiber was opened to complete the procedure. There was no patient complication.